Manufacturer narrative:
Although the complaint was not duplicated, the handpiece is defective.

Event description:
This handpiece exhibited reduced aspiration during a cataract extraction procedure. Another handpiece was used.